Event description:
Event description guidant received information that the patient had an MRI, during which, the device detected some noise. Afterward, an interrogation noted an eol (end-of-life) battery status with a charge time-out fault.